Event description:
Pinched lip [lip injury]. Pinched face - skin [skin injury]. Brush heads no longer stay securely attached - oral-b [device breakage]. Come loose - oral-b [device connection issue]. Case narrative: elderly female consumer via phone stated that the oral-b toothbrush heads no longer stayed securely attached and they came loose mid-brushing with the oral-b toothbrush, type 3766. This resulted in a pinched lip and face. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pinched lip [lip injury] . Pinched face - skin [skin injury] . Brush heads no longer stay securely attached - oral-b [device breakage] . Come loose - oral-b [device connection issue] . Case narrative: elderly female consumer via phone stated that the oral-b toothbrush heads no longer stayed securely attached and they came loose mid-brushing with the oral-b toothbrush, type 3766. This resulted in a pinched lip and face. No serious injury was reported. 04-mar-2024 case update: the suspect product lot was 2bb92210725. The concomitant product lot was 1024. No serious injury was reported. 14-mar-2024 case update from information initially received on 04-mar-2024: the concomitant products were oral-b power oral care refills crossaction eb50 and oral-b power oral care refills ultimate clean. No serious injury was reported.

Manufacturer narrative:
25-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.